Manufacturer narrative:
The reported complaint of tcmid:05 (coolant diif failure) error message on the thermogard xp ivtm system (sn (B)(4)) was confirmed during archive event logs review but not during power on. The investigation findings determined that the root cause of the reported issue was due to a bad contact of the temperature probe and pic16 board. To remedy the issue, the contacts between temperature probe and pic16 board was cleaned. During visual inspection, no physical damage was observed on the console. The thermogard xp ivtm system is a reusable device and was manufactured in august 2011. The device has been operating for over 7 years and has exceeded its expected serviceable life of 5 years. During archive event logs review, multiple tcmid:05 error messages were identified on the date when the issue occurred. Thus, confirming the reported complaint. The initial functional testing passed all the functional tests requirements with no faults. The thermogard console is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, a zoll sale representative stated that during console check at the customer facility, the thermogard xp ivtm system (sn (B)(4)) prompted error code tcmid:05 (collant diif failure). Error code could not be cleared. No patient involvement.